Event description:
New information received notes that the right ventricular lead exhibited no sensing in the bipolar configuration, however sensing was present in the unipolar configuration. A subsequent chest x-ray revealed that the lead was dislodged, pulled back, and twisted within the device pocket. Programming interventions were made. There were no patient consequences.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed loss of capture exhibited by the right ventricular lead. No intervention was reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.